Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The reporter informed that the forceps injured an intestinal loop during the procedure. No malfunction and no breakage was reported. No product was returned as a consequence no investigation could be performed on the product. Conclusion: so either, it has been received a surface damage, which has left an sharp edge somewhere, or simply too much force applied, or used for preparation, which would not be intended purpose. It is a grasper forceps. Cause not 100% established. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline forceps insert. According to the information received the forceps injured an intestinal loop during the procedure. Further information is not available.